Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a disposable alarm. The reporter stated "the micro switch and pcbt" were already replaced. No adverse effects were reported.